Manufacturer narrative:
This report is being submitted to report additional information. The product was returned. The reported event could not be verified since the condition of the product/packaging as received by the customer and the exact details of event were unknown / non verifiable. Based on the evaluation and functional testing, device malfunction has not occurred. Additionally, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimmer biomet. DHR review for the lot had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. The DHR was further reviewed to verify the manufacturing and packaging process or inspection. No malfunction or nonconformance was identified. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Functional testing was not performed due to the nature of the devices and event. Therefore, the reported event couldn't be recreated. The complaint is related to the functional performance of the device. A definitive root cause could not be determined. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimmer biomet complaint: (B)(4). Patient weight: not provided. Device no returned.

Event description:
It was reported that implant connection failed. During implant surgery, one implant had poor connection with the implant driver; another driver was used with same implant connection issue. Tooth location 31. New implant was placed using the same drivers. No patient impact report.